Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced low blood glucose was 36 mg/dl. Customer was treated with food and also had blood glucose of 91 mg/dl, 99 mg/dl. Customer stated that automode was automatically delivering the insulin at time of low blood glucose event but customer did not allege over delivery on insulin pump. Insulin pump will not be returned for analysis.